Manufacturer narrative:
The returned product was evaluated and the ratchet gear was found to be damaged. Plastic flash was found on one of the gears which prevented it from rotating. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The extended portion of the cannula measured greater than 6mm. Though the user reported an adhesive problem the exact cause of the adhesive problem could not be determined as the adhesive was not present on the returned device.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Using the pod 5 / page 42-43. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 15.9 mmol/l (286 mg/dl) while wearing the pod for 3 hours on the abdomen. The customer noted the adhesive failed around the cannula which resulted in the cannula dislodging from the infusion site half way. A new pod was applied 20 minutes after the event.